Event description:
The complaint states that "unexpected receiver shutdown" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). D4: UDI number - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required.